Event description:
The customer reported that the system had no images on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The dicom box power cord was reseated during the service call. The system was found to be working as intended and put back into service.